Event description:
It was reported that there were 3000 v-v short intervals which could indicate oversensing, and that there was oversensing and noise on both leads at the same time. The leads remain in use. No patient complications have been reported as a result of this event. It was reported that there were 3000 v-v short intervals which could indicate oversensing, and that there was oversensing and noise on both leads at the same time. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two non-sustained tachycardia events of less than 220 ms were recorded between (B)(6) 2010 and (B)(6) 2010. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) sensing - oversensing (B)(4) two nst events of less than 220 ms recorded between (B)(6) 2010 and (B)(6) 2010.